Event description:
Pump experienced a cartridge change error, but there was no adverse impact on customer's blood glucose level. Customer was instructed by technical support to inspect and clean specific areas of the pump and attempt to reload the cartridge. Despite initial difficulties, with assistance, customer successfully filled and loaded a new cartridge, allowing insulin delivery to resume.